Event description:
Subsequent to the initial medwatch, the following information was received: although stroke is a permanent injury, the symptoms resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. The reported hospitalization was in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via trial that post xact stent implantation in the left internal carotid artery, the patient experienced left hand numbness and left arm weakness. MRI showed a small stroke. No treatment was provided. The condition is listed as continuing and improving. On (B)(6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.